Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pgk617, and no non-conformance were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke off directly behind the needle. There were no adverse patient consequences. No additional information was provided.